Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value at time of incident was over 600mg/dl and current blood glucose value was 367mg/dl. Customer treated this with pump injection with the insulin from the pump. Customer was assisted with performing the high pressure test and it passed. Customer reported that they contacted their healthcare professional regarding the high blood glucose level. Insulin pump will not be returned for analysis.